Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the pump battery could not be charged. Customers pump is currently out of warranty. Tandem was unable to obtain further information as follow-up was declined by customer.